Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient stated that they have been hearing a faint beeping, which progressively was getting more frequent. During an interrogation of the pump on (B)(6)2017, an alert popped up stating a motor stall had occurred. Diagnostics included device interrogation which showed a motor stall occurred on (B)(6)2017 at 10:00 and recovered on (B)(6)2017 at 10:47, another motor stall occurred on (B)(6)2017 at 21:03 and recovered on (B)(6)2017 at 18:34, and a motor stall occurred on (B)(6)2017 at 21:56 and a stopped pump period may exceed tube set occurred on (B)(6)2017 at 21:56. Interventions included the pump was explanted/replaced on (B)(6)2017. The pump was disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6)2017. The etiology of the event was related to device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
\Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 7.5 mg/ml of bupivacaine at 3.247 mg/day and 3 mg/ml of dilaudid at 1.2987 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump had experienced multiple motor stalls and "stopped pump period may exceed tube set" occurred. The motor stall was observed at the interrogation and the event log confirmed a motor stall. Multiple motor stalls and recoveries had occurred with the motor stall at the time of the event still being active. It was unknown if the patient had recently had an MRI. No symptoms were reported. Additional information was received from the hcp via the manufacturer's representative. It was reported that the situation had not been resolved. It was believed that the pump was still stalled and the hcp was working to get authorization to have it replaced. The pump was implanted over 5 years ago and would be replaced soon after it is approved. The rep noted that they spoke with tech support in a 3 way call with the hcp to resolve the issue. No further complications were reported.